Event description:
Clinical study same case as MDR 6000093-2005-01481. 112 days after a coronary artery drug eluting stenting treatment procedure the patient experienced a non q-wave myocardial infarcation (mi). The patient was enrolled in the program on the date of the index procedure. Per investigator note, a 2.5x16mm taxus stent was attempted to be deployed in the diagonal but did not reach the intended site, due to calcification and was removed. Following postdilatation, the patient became hypotensive and was given nitroglycerin, IV fluids and atropine. A 2.5 x 20mm taxus stent was placed in the lad, but it would not cross the calcified area (site confirmed this stent was never deployed). Cutting balloon angioplasty to the lad was then performed, but "there was still no ability to open the left anterior descending artery satisfactorily to place a stent". A rotational atherectomy burr was then used with eventual opening of the lad. A 2.0 x 28mm pixel stent was deployed in the lad (mid per crf; distal per cath report). Target lesion 1 (40mm long) was identified in the distal lad with 95% stenosis and a 2.4mm reference vessel diameter. Target lesion 1 was treated with predilation and placement of a 2.5x24mm taxus stent. A 2.25x13mm pixel stent was then deployed in the origin of the diagonal branch. Targt lesion 2 (40mm long) was identified in the mid lad with 95% stenosis and a 3.0mm reference vessel diameter. Target lesion 2 was treated with predilatation and a 3.0 x 32mm taxus stent was deployed in a crush technique. The patient was discharged one day post index procedure on asa and plavix. The patient presented to the hospital 111 days post index procedure after experiencing a near syncopal episode, while running up stairs. The patient had weakness and loss of urinary continence. The patient's cardiac enzymes were elevated and the cath report stated that the patient had non-q wave mi and congestive heart failure. The patient also had one episode of rapid atrial fibrillation, which resolved with digoxin. The patient was transferred to the study site and cardiac catheterization 112 days post index procedure revealed that the lmca had no obstruction, and the rca had 30% proximal stenosis. The lad had 30% proximal stenosis, mid subtotal occlusion and in-stent restenosis of the 1st diagonal. The lcx had no obstruction proximally or distally, and 30% stenosis of the first obtuse marginal. Poba was performed, 112 days post index procedure, to the mid lad and the diagonal (diag1 per source, diag2 per crf). Residual stenosis was 10-30%. The patient also underwent balloon aortic valvuloplasty for severe aortic stenosis. The patient was discharged one day post tvr on asa and plavix.